Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 43-53 mg/dl, 285 mg/dl, 50 mg/dl and 187 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food, drinking orange juice or eating carbohydrates or candy. The customer did not mention any symptom related to low blood glucose level. The customer did not allege the insulin pump for over delivery. The customer reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was then programmed with test glucose meter. The device communicated properly and recorded the 115 mg/dl value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. No unexpected bg meter to pump communication errors noted during testing.